Event description:
The following event was noted during literature review: it was reported that a (B)(6) study identified a total of 335 consecutive patients with acute coronary syndrome (acs) and non-acs, who received unknown xience v stents between january 2010 and january 2011. Of the 335 patients, clinical outcomes were investigated in 316 patients. Clinical outcomes were as follows: 1.3 % cardiovascular death; 2.2 % all-cause death. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. Date of implant estimated. In this case, there were no reported product deficiencies. Death is listed in the japan xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.